Event description:
The complainant reported that the aic (automated impella controller) had purge disc damage observed at a point of non-patient use. The IFU was followed and a backup controller used. There was no reported harm or injury to the patient.

Manufacturer narrative:
The automated impella controller (aic) was returned for evaluation. Upon inspection of the console, it was confirmed a ripped/ missing blue retainer. The purge transducer was replaced and a functional check was conducted; before the console was returned to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.